Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further the recipient is no longer fully within the indication criteria for bonebridge. No information on possible further steps has been received. This is a final report.

Event description:
The user reported that she is no longer able to hear with the device implanted on the right side since (B)(6) 2025. The user reported that when she places pressure in the area where the ear canal the sound gets louder.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she is no longer able to hear with the device implanted on the right side since (B)(6) 2025. The user reported that when she places pressure in the area where the ear canal the sound gets louder.